Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to customer's blood glucose level. Pump will be replaced by technical support, and customer will use multiple daily injections as backup therapy. Customer was instructed on using storage mode before returning pump and will return it using a pre-paid label within ten days.